Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The patient will continue to be monitored. To date, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).